Event description:
Additional information was received confirming pipeline migration. The proximal end of the flow diverter is more distal at 12:01 compared to 11:48, ultimately positioning closer to the aneurysm neck. The cause of migration was not reported. In the end the pipeline was very close to the aneurysm neck.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information reporting that per corelab image review of the procedure digital subtraction angiography (dsa) from (B)(6) 2021, migration of the pipeline vantage was observed. The proximal end of the pipeline was more distal in the 12:01 image compared to the 11:48 image and was very close to the aneurysm neck. There was no reported impact to the patient and no reported additional medication intervention was required. Additional information received reported that the patient had a pipeline implanted to treat a 3.1mm saccular internal carotid artery (ica) c6 bifurcation segment aneurysm with 2.8mm neck. Full aneurysm neck coverage was achieved by the end of the procedure with raymond roy class 3 and significant aneurysm stasis observed. The site assessed that the event was not a serious event. Additional information received reported coverage was confirmed. The event was updated to foreshortening. Additional information was received indicating the foreshortening was confirmed and there was no migration. There was no additional treatment or device required or planned. Additional information was received updating the description to "migration."

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.